Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. No product was returned. The root cause of the positioning issue was patient movement, the patient was dislodged overnight while ambulating as per the clinical description provided.

Event description:
The user facility reported a 60-year-old female patient was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that an impella 5.5 pump dislodged overnight while the patient was ambulating. The pump was subsequently explanted and the patient was considered stable. There was no patient harm.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.